Event description:
It was reported the programmer works intermittently. A new programmer rf (radiofrequency) head was used, without success. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis did not find any fault with the rf head connection on the programmer. It was also noted that the electrocardiogram (ECG) connection was loose and the system fan was noisy. (B)(4): analysis found that the programmer could interrogate with a known good rf head, so it was determined that the cable was out of electrical specification.